Manufacturer narrative:
Per the user guide: failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently filled the infusion set tubing while attached to it and 10 units of insulin had been delivered. Blood glucose (bg) lowered to 55 mg/dl. Carbohydrates were consumed. The customer went to the emergency room and was treated with intravenous dextrose. Bg elevated to 104 mg/dl and was admitted to the hospital for observation. The customer was discharged the same day with the low bg resolved. Reportedly, a tandem clinical diabetes specialist met with the customer to review the loading procedure.